Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer resolved the occlusion by either performing an infusion set tubing change or clearing the alarm without the need to change any of the pump supplies. The customer's blood glucose level was not impacted.